Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a battery issue. A field service associate replaced the battery to resolve the issue. The system functioned as intended after the field service associate troubleshot the device.

Event description:
It was reported by the customer that pyxis anesthesia es system had an unexpected error 'cannot open database "dsclientoltp"'. The customer stated that users could not log in to the station and there was no dispensing delay as there was another station close by. There were no adverse events or injuries reported based on this incident.